Event description:
Hospital reports patient with a burn on around this incision site following a spinal procedure. Hospital reports it was necessary to excise the injured tissue to facilitate wound healing. Hospital did not provide further information regarding this alleged event, including patient age, sex or weight information.